Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes are experiencing stopper function issues. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: it was reported that tubes are experiencing stopper function issues. 367964 stoppers popping off pir3034817. "He following comments were copied and pasted here, from customer e-mail communication; the specimens were from last week april 18-21. This was brought up at our huddle on (B)(6). In the last week we have received 4 calls from the lab notifying our clinic that they were unable to run patient blood work because the lid came off the tube during transport through the tubex system. Several of our clinical team noted that the green top lids seem to be coming off our current tubes quite easily. We aren¿t experiencing issues with any of the other tubes, just the green top tubes. Because this is the first time the clinic has experienced this, I thought I would reach out to the rest of you to see if any of you are experiencing this issue in your departments as well. When I asked why they were removing the stoppers in the clinic, the response was because the blood transfer devices are on backorder, and there isnt an alternative method to transfer blood that has been collected in to a syringe to the vacutainer tubes."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes are experiencing stopper function issues. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: it was reported that tubes are experiencing stopper function issues. 367964 stoppers popping off (B)(4). "He following comments were copied and pasted here, from customer e-mail communication; the specimens were from last week april 18-21. This was brought up at our huddle on april 21. In the last week we have received 4 calls from the lab notifying our clinic that they were unable to run patient blood work because the lid came off the tube during transport through the tubex system. Several of our clinical team noted that the green top lids seem to be coming off our current tubes quite easily. We aren¿t experiencing issues with any of the other tubes, just the green top tubes. Because this is the first time the clinic has experienced this, I thought I would reach out to the rest of you to see if any of you are experiencing this issue in your departments as well. When I asked why they were removing the stoppers in the clinic, the response was because the blood transfer devices are on backorder, and there isnt an alternative method to transfer blood that has been collected in to a syringe to the vacutainer tubes."

Manufacturer narrative:
Investigation summary: no sample or photos were returned by the customer in support of this complaint. Therefore, 100 retentions were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. Additionally, 10 retention samples were functionally tested and the customer's indicated failure mode of stopper function as no issues with the hemogard closure assembly being loose or separating during or after the draw testing was completed. Bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were received, and the retention samples did not exhibit the customer¿s failure mode of ¿stopper function¿. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.